Event description:
Info received alleged that the head of bed will not raise. No injury reported.

Manufacturer narrative:
Tech found head of bed will not raise. Isolated problem to bab valve. Replaced the valve to resolve this issue. Bed found in bed shop.